Manufacturer narrative:
The service tech took a sample of the substance from the device and it was sent out for testing. The complaint was duplicated and it was determined that the motor was corroded and the gear housing was damaged. The device was repaired and will be sent back to the customer.

Event description:
It was reported that the product was leaking oil during a foot procedure. The procedure was completed with a backup device. There were no adverse consequences reported.